Event description:
According to the reporter, six to seven days after a laparoscopy-assisted distal gastrectomy (ladg) billroth 1, the patient was transferred to the emergency room and had a revision open surgery. About thirty percent (30%) of the staple line of the gastroduodenal a nastomosis (gd) anastomosis area had burst. The surgeon hand-sewn with suture to resolve the issue. This resulted in temporary injury and tissue damage. The excision were also extended for more than one inch. The patient had to extend hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.